Event description:
Customer reported receiving multiple motor error alarms on the insulin pump and stated that they have been experiencing high blood glucose readings of over 300 mg/dl. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 369 mg/dl and has treated with a manual injection. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.